Event description:
It was reported that at the pt's first post-op visit, her device was unable to be programmed. It was found that one of the electrodes was over 4000 ohms. The manufacturer's representative indicated the lead needed to be replaced. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.